Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil, consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported event was isolated to the exposed outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.